Manufacturer narrative:
The device was received with the cannula assembly fully deployed. During investigation, the middle and bottom batteries were measured to be lower than expected and an external power supply was required to download data from the device. When connected to the external power supply the device did generate an audible beep when prompted, indicating a functioning piezo. No hazard alarms were noted in the download data from the returned device. The data showed the device completed 2946 pulses before deactivation. No damages or defects were observed that would result in the reported audio failure. Inspection of the fluid path found an internal leak due to a tear in the unexposed portion of the soft cannula. Due to this damage, fluid was unable to flow through the entire fluid path. This leak contributed to improper insulin delivery. No corrosion was observed on the internal components of the pod. During investigation, shelf mode current was measured to be within specification and no damages or defects were observed to the electrical components that would result in the observed low batteries. The root cause of the low middle and bottom batteries could not be conclusively determined.

Event description:
It was reported that a patient was unaware the pod had stopped working and was therefore hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2021. The pod was worn between 36 and 48 hours on the arm. The patient was admitted as an inpatient for 1 week. The patient reports that neither pdm nor pod had given an audible alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.